Manufacturer narrative:
(B)(6) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, micro puncture and ultrasound were utilized to achieve centrally positioned access. The arteriotomy was clear of calcification and tortuosity. No issues were encountered advancing or withdrawing the 16f expandable procedural sheath. Following the tavr procedure, heparin was administered, and the 18f manta was deployed to the measured depth in the right common femoral artery. Following deployment, a post-angiogram indicated slow flow down the right femoral artery. A second angiogram revealed the slowed flow was due to an occlusion caused by the manta anchor. Contralateral balloon angioplasty was applied three times for two minutes, moving the manta anchor along the vessel wall and restoring flow. The patient did not experience any harm, injury, or consequence due to the event, and the patient outcome post-procedure is fine. The team mentioned there was a possible branch or back wall stick although it could not be confirmed. The device was not returned, and there is believed to be no device failure, the procedure was completed with this device. Due to insufficient information regarding the initial and deployment procedures, patient environment and conditions, and no angiograms submitted for this investigation a cause for the occlusion cannot be determined. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and occlusion is a known risk. The instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery.

Event description:
It was reported that: micro puncture access with ultrasound was used by md. After deployment there was slow flow down the right femoral artery. Another dsa was taken , and we could see the vessel occluded by foot plate. The md went up and over and ballooned vessel three times for 2 min each time. The footplate was finally pushed along vessel wall and flow was fully restored. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. There was no reported calcification or tortuosity. Act was 246 prior to closure. 4500units of heparin was administered intravenously during the procedure. No protamine was administered. The patient was reported as fine post the procedure with no harm or consequence.

Event description:
It was reported that micro puncture access with ultrasound was used by md. After deployment there was slow flow down the right femoral artery. Another dsa was taken , and we could see the vessel occluded by foot plate. The md went up and over and ballooned vessel three times for 2 min each time. The footplate was finally pushed along vessel wall and flow was fully restored. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. There was no reported calcification or tortuosity. Act was 246 prior to closure. 4500units of heparin was administered intravenously during the procedure. No protamine was administered. The patient was reported as fine post the procedure with no harm or consequence.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.